Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified scan results in comparison to unspecified readings on an adc meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced unspecified hypoglycemia symptoms, "treaming a little" and only self-treated with crackers and fruit juice. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, scan result of 180 mg/dl on the adc device compared to a reading of 64 mg/dl obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.